Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (bent pins) was confirmed. Upon evaluation, the belt¿s guide pin was stuck on the receptacle guide pin causing the receptacle guide pin to be bent the root cause cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor was damaged.